Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06410. It was reported the patient was experiencing a loss of stimulation from her scs system. An sjm representative met with the patient for reprogramming but was only able to provide minimal stimulation coverage. Diagnostics indicated high impedances were present on multiple lead contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06410. Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's leads and ipg were explanted and replaced (reference MFR. Report #1627487-2015-03576). Effective therapy was reportedly restored postoperative.